Event description:
It was reported that the lead broke in (B)(6) 2012 and the patient was scheduled to get a replacement in (B)(6) 2013, however, he suffered a heart attack on (B)(6) 2012 and had a pacemaker implanted in (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3 778-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 3776-75 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger. (B)(4).